Manufacturer narrative:
Additional information provided in h.3., h.6., h.11. The product was not returned for analysis. The reporter states the use of hpmc as viscoelastic, which is not qualified to be used with the associated product. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a phacoemulsification surgery, during pre-loaded intraocular lens (iol) priming, the plunger bypassed the iol and the lens was stuck in delivery system. The lens optic was broken. The procedure was completed by using another iol. The patient¿s condition was fine.